Event description:
It was reported that the user observed elevated blood glucose with an ilet sensor reading of 310 mg/dl and a fingerstick of 275 mg/dl after the ilet had been paused for approximately three hours during exercise and a shower, after which insulin delivery was resumed and correction doses were observed; the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included a delay to therapy while the device was paused, after which the algorithm delivered corrections and glucose began trending down. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to attribute the event to a device malfunction or a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.